Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen making it to difficult to view display, diminished battery life, rejected new battery, louder during rewind, buttons less responsive, sometimes has to press up buttons more than once, random no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.